Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve, when closing the reload on the stomach tissue, the jaws would not close. The device would not fire even though green button was pressed and handle was squeezed. Another reload was used successfully. There was no patient injury.